Manufacturer narrative:
Recall # z-0294-2013 was considered terminated by the FDA in january of 2014. The cause of the recall has been corrected. Because this device has not yet returned for evaluation, mmdg is unable to confirm the complaint as stated.

Event description:
The initial reporter stated that the pump experienced an error 13, and claims it is related to recall # z-0294-2013, which was terminated in january of 2014. No patient involvement was reported. (B)(4).